Event description:
Reporter alleged discrepant blood glucose values of 325, 220, 65, & 54 mg/dl when testing was performed back to back on the advantage system. Customer stated not being able to provide and exact time between tests other than referencing she continued to test one right after the other. Customer indicated she was driving her car prior to the alleged incident and began having low blood symptoms prior to the original higher result. Reportedly, no actions were taken on the higher results due to the customers continued low blood symptoms, however, self treated after the last low result with two candy bars and a coke. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549542 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.